Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. Date received by manufacturer - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -10.00/2.0/050 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Reportedly, "still lettle edema of the cornea, improving.". Per the reporter on (B)(6)2021, "actually the patient can see 20/20 without correction and vault is correct. He previously had a little bit of a hiperopia and a very unsatisfactory close vision. Much better now."

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vtich 13.2; +10.00/2.0/050 (sphere/cylinder/axis); implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly; "still little edema of cornea; improving." Claim#: (B)(4).